Event description:
Coil was deployed and is designed to coil up. Coil remained mostly straight. Dr. (B)(6) did not want to block the hepatic artery and possibly cause thrombosis. Coil retrieval resulted in the exterior unwinding and the inner core of the coil remaining. No harm to patient. FDA safety report ID# (B)(4).